Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4) product had returned, but investigation is in process. Most likely underlying root cause: use had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 09/18/2018. Confirmed customer's test strips are being stored properly and opened vial date "(B)(6) 2018." Customer performed a back to back blood test 77mg/dl and 95mg/dl fasting. Reviewed meter memory (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are unknown. Verified test strips expire 09/18/2018. Confirmed customer's test strips are being stored properly and opened vial date 11/04/2018. Customer performed a back to back blood test 77mg/dl and 95mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:all results. Caller is new to testing,recieved meter 11/4/2015. Caller stated she went to clinic and proform test with a enhance pro and got a 122mg/dl trueresult 79mg/dl. Date and time not set in meter.